Manufacturer narrative:
A system log review could not be performed because an event date was not provided.

Event description:
It was reported that the patient underwent an ion transbronchial lung biopsy procedure and developed a small pneumothorax. The biopsied lesion was in the right lung. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.